Event description:
Legal paper state the plantiff's knee was defective and unreasonably dangerous. They were subject to degradation through oxidation, because they were sterilized using gamma irradiation process.